Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm readings. The parent couldn´t remember the exact value provided from the sensor at that time but when they took a bg reading it was 300 points higher that the cgm. The insulin pump was not providing enough insulin and the patient was experiencing ketones in urine (high, no value reported). The mother took the patient to the emergency room (ER), at the time the patient was experiencing severe vomiting. At the ER they performed a swab test (virus detection) and diagnosed the patient with dka. The patient was transferred to the pediatric ICU for three days and treated with anti nausea medication and insulin IV. After 3 days, the patient was discharged. At the time of the report the patient was ok. No data was provided for evaluation. The allegation and the probable cause could not be determined, it has been reported that there was a difference in readings of 300 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.